Event description:
It was reported that the pump touch screen had a dull screen. There was no adverse impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.